Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient had not had the stimulator charged for five years. It was noted that the patient had not gotten follow-up x-rays and it was unknown if there were any environmental or external factors that contributed to the issue. They were going to see if the patient could go to a pain management office visit. The issue was resolved at the time of the report. No patient symptoms reported. It was reported that the cause of the device being dead was due to non-compliance. The patient is scheduled for battery replacement on (B)(6). No further complications were reported or anticipated.